Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The daily battery voltage measurements displayed a pattern of steady discharge. The low voltage fault was never triggered. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion and operated normally.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The battery status last week indicated one year remaining to explant. The explant indicator was found to be due to an extended charge time. Technical services discussed and recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The battery status last week indicated one year remaining to explant. The explant indicator was found to be due to an extended charge time. Technical services discussed and recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.